Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-12328. It was reported a loss of aspiration occurred during the procedure. Treatment of a clot in an arm fistula was being performed with the use of an avx thrombectomy set. The catheter was primed and advanced to the treatment site. While in use, the error code " check saline" occurred. The catheter was switched out of a new avx catheter and the same thing occurred. No further treatment was performed. No patient complications were reported an the patient was fine.